Event description:
The manufacturer received information alleging an humidifier quit working,sinus infection related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam, the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged humidifier quit working and sinus infection. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation there is white dust contamination at the air inlet of the blower box on top of the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box, on the inside of the bottom of the enclosure. Both sides of the blower box had sound abatement foam that looked like they had moisture. The manufacturer was used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and not able to address the symtoms specified. In this report, section h6 has been updated.